Manufacturer narrative:
Results - bd received 1 sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for foreign matter with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the device, 22 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, had foreign matter on the surface of the needle. No medical intervention or injury reported.